Manufacturer narrative:
On august 25, 2020, the product investigation was completed. Device investigation summary: the product was received within its box with the product documentation in an opened thermoform. During the visual evaluation, a hair was observed in the closed packaging of the butterfly needle. The needle is an accessory from a supplier and based on the data from the supplier evaluation, it was determined that this defect was caused by operator oversight during the packaging of the product. In response to this event, a formal awareness training session was conducted by b. Braun with all applicable personnel to review the reported incident and ensure all personnel understand and comply with the established packaging and inspection processes. All information concerning this reported incident has been included in b. Braun trend analysis of the product line. B. Braun continuously monitor product incident reports to identify trends which might affect the quality of their products. B. Braun will maintain this report for future reference, and continue to monitor other reports for similar occurrences. As part of mentor quality process, the manufacturing records of the cpx4 with suture tabs medium height smooth expander with lot number 9364677 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing of mentor devices to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: section d2 - the correct common device name has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hair could be seen inside the packaging of a 450cc mentor cpx4 with suture tabs, med height, smooth tissue expander. The package was not opened. As a result, the device was not used. There was no adverse event or patient consequence.